Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient went to hospital. Patient was admitted in hospital on (B)(6) 2024 for greater than 24 hours. The blood glucose level was 700mg/dl at time of hospitalization. Feeling sick/unwell symptoms were reported at time of hospitalization. Diabetic ketoacidosis was cause of hospitalization. Ketones level was high. Therefore, patient was treated with insulin drip. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.